Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Fisher and paykel healthcare (f&p) has received the complaint device for evaluation and is currently in the process of conducting the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported on behalf of a healthcare facility that the tubing of an ojr412 optiflow junior 2 nasal cannula was found broken next to the connector end (swivel grip). There was no reported patient involvement.